Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching the ring electrode cable lumen in two locations. One was found beneath the right ventricle shock coil with etfe cable coating intact and the other one was found beneath the superior vena cava shock coil with one abraded, melted and separated ring electrode cable.

Event description:
This report is to advise of an event observed during analysis.